Event description:
It was reported that post-paced t wave oversensing was noted on the device via a review of remote transmission. Programming changes were made during the device check. No patient symptoms were reported.